Event description:
The patient called lifescan and alleged the one touch ultra meter was reading inaccurately high. The reading was 240mg/dl. This was compared to a competitor meter with a reading of 120mg/dl. (Invalid comparision). No medical attention was received. No action taken by the patient following attempted use of the meter. The customer care representative performed troubleshooting and twice the control solution test was not within range. Based on the information obtained from the patient there is indication the product malfunctioned. (Control solution test) the meter and test strips were replaced and return expected.